Event description:
It was reported that occlusion alarms occurred. Technical support advised the caller to disconnect tubing, adjust the t:lock, and administer a 5-unit bolus. The resolution involved the customer replacing supplies and resuming insulin.